Manufacturer narrative:
Additional information received: it was reported that the devices were not inspected prior to use and the back end wheel was in the middle and not in its usual position when the physician went to insert the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Two further reliant balloons were used in the procedure when the physician tried to force the opening of the suprarenal stent by ballooning the proximal part of the endograft. There is no allegation against these two devices. It was confirmed that only one reliant balloon was used during the occlusion phase. No calcium or thrombus were observed in the neck but it was reported to be angulated. The patient presented with a ruptured aneurysm, the patient's blood pressure presented a 30% ejection fraction (when normal is around 70%). It indicates a severe systolic dysfunction. In these cases, a reliant balloon is used to occlude the aorta and thus prevent the patient from bleeding out. So, the balloon was placed above the renal arteries. Once the balloon was in place, the physician advanced the endograft and tried to open it while the balloon was positioned above. On images, it could be observed that the tip capture was caught between the wall of the aorta and the inflated balloon impeding the tip advancement. The cause of the release of the suprarenal stent failure may have been because the tip capture was stuck there while the physician tried to rotate the blue back-end wheel. The two different forces (one upward for the back-end wheel, and another downward (tip capture stuck by the inflated balloon) damaged the release mechanism and the stent could not be released. The physician could not explain why the back-end wheel was found to be midway in its operation. The blue back-e nd wheel was attempted to be rotated per IFU but no movement was observed. It was reported that the only moment when it was noticed that the back-end was not in the right place was when the physician started to rotate it. It was reported that the patient was (B)(6) years old and arrived to the hospital severely hypotensive and with very poor prognosis. An endovascular repair was attempted, because of the described facts, the delivery system could not work as usual. Therefore, the physician thinks the patient death can not be attributed to a device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: it was confirmed that the placement of the reliant was to clamp the aorta just above the renals to avoid the risk of paraplegia. It was reported that it was possible that having the balloon occluding the aorta, led to the the delivery system becoming stuck and somehow the suprarenal stent release mechanism was affected. Image analysis conclusion: the reported difficulty during deployment of the suprarenal stent is supported by the reviewed imaging. The video provided shows no direct contact between the inflated balloon and the spindle or tip capture mechanism. The underlying cause of the event cannot be definitively determined, as the full angiographic sequence of the procedure was not available. Analysis of the returned films did not reveal any out-of-specification stent graft or balloon integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A etbf2816c145ee endur ii bif and reliant balloon were used during the endovascular repair for a ruptured abdominal aortic aneurysm. It was reported during the index procedure, the physician encountered a problem during release of the suprarenal stent. Manual attempts to release the supra renal stent did not work. It was reported that contact between the tip capture and the occlusive reliant balloon may have damaged the tip capture, rendering the release system nonfunctional. The back end wheel was noted to be midway in its operation. Due to the inability to release the stent, the physician attempted to convert to open surgery; however, upon deflation of the reliant balloon, the patient¿s blood pressure dropped sharply and the patient expired. The cause of the deployment difficulties was attributed to the contact from the reliant balloon with the tip capture release system. The patient expired due to the ruptured aaa that could not be excluded.